Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging an apply sample message on the patient's one touch ultramini meter. The patient mentioned that the reported issue began approximately one month ago. The patient did not take any action after the alleged issue began. At an unspecified time after the alleged issue began, the patient experienced frequent urination. The patient did not seek any medical attention or contact her physician for assistance. This is not the first time the product was being used. The technique of applying blood on the test strip was not correct. While troubleshooting, it was noted that the patient was applying blood on the test strip and not on the tip of the test strip as advised in the owner's booklet. The patient was also using the correct test strips. The patient was unable/unwilling to retest with the customer care advocate (cca) over the phone. The product was replaced. The complaint is being reported since the patient alleged that due to the apply sample message, she was unable to test and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pins high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The 510 (k) # is k0691118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.